Event description:
It was reported that the camera head had no communication between camera and video processor. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was¿confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e224 and a loose lenses coupler. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e224 was due to a faulty connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.